Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading is 404 mg/dl. Customer has treated with manual injection. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to moisture damage on keypad traces. The insulin pump had minor scratches on lcd window, cracked display window corner, cracked reservoir tube lip and missing end cap sticker.